Manufacturer narrative:
A supplemental is being submitted for an update to: -b5.desc evt problem -section e: initial reporter information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the electrical fault was due to a partially disconnected driveline. The patient was re-educated on the device and discharged.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms and the controller/ driveline exhibited electrical fault alarms. It was stated that the electrical faults might have been caused by open phase, which may be indicative of a partially disconnected driveline. The vad /driveline and the controller remains. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller. Model #: 1420. Catalog #: 1420. Expiration date: 31-aug-2018. Serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 31-may-2021. Labeled for single use: no. (B)(4). Additional information has been requested regarding the patient weight, the initial reporter information and cause of the electrical fault alarm of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was further reported that the vad driveline and the controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: -b1. Adv evnt/prod prob -b2. Outcome attributed to adverse eve -b5. Desc evt problem -h1. Type of reportable event -h10 additional products imf code additional products: d4: (B)(6) h6: imf code(s): f08 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d15 product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed one (1) electrical fault alarm and one (1) high watt alarm were logged on (B)(6) 2021. The electrical fault alarm was logged at 02:19:50 due to an open phase on the front stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 02:19:51, due to the increased power consumption required to run on a single stator. Additionally, review of the event log file revealed multiple reactivation events logged between 02:19:45 and 02:19:54 on (B)(6) 2021, due to an open phase on the front stator. As a result, the reported events were confirmed. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarm and observed reactivation events can be attributed, but not limited, to a marginal driveline connection or contamination by foreign material of the driveline connector. The most likely root cause of the high watt alarm can be attributed to the inc reased power consumption required to run on a single stator. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.